Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an 8.0 cm abdominal aortic aneurysm. There is no calcification in the vessels. The patient's vessels have severe disease progression with the aortic neck dilatation and 90 percent aortic neck angulation. The aneurysm size at the time of the event is 7.0 cm, however, one year prior the aneurysm was 6.0 cm. It was reported that the patient had been treated in 2005 with an aortic cuff due to the migration of the stent graft. It was reported approximately 75 months post stent graft implantation, the CT demonstrated that the bifurcated stent graft separated from the aortic cuff. The stent graft migrated into the aneurysm sac. It was reported that the stent graft migration was due to severe disease progression and severe aortic neck angulation. The physician elected to treat the patient with three aortic cuffs and two talent aortic cuffs. The patient was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
Secondary intervention required.